Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a single level minimally invasive plif using rhbmp-2/acs and peek vertebral body spacers. Approximately 8 weeks post-op, the patient began complaining of increasing radiculopathic pain in the lower extremities. A MRI at 9 weeks post-op demonstrated fluid collections at the operative level extending from the disc space and compressing the thecal sac. The pain reportedly continued to worsen, and at approximately 10 weeks post-op, a surgical intervention was performed to excise the encapsulated fluid collections, and decompress the affected neural elements. Patient condition is reported as improved.